Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon string pulls out easily while trying to remove. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.